Manufacturer narrative:
Model number/catalog number: sc-2366-70. Serial number : (B)(4). Batch/lot number: 20455092. Model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing discomfort at the incision site. The patient underwent a lead revision procedure. The patient was doing well postoperatively.